Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture and a rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 430cc and suffered from baker grade iii capsular contracture and a rupture and a thick scar capsule on the right side. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 430cc on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, during visual inspection, the sample was found to be ruptured and received in two parts. Microscopic examination was performed and the cause of the rupture could not be identified. It is possible that the rupture was caused by the stress occasioned to the shell by the capsular contracture the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/26/2020, a manufacturing record evaluation was performed for the finished device 6786989 number, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).